Event description:
It was reported the device reached elective replacement indicator in less than five years presumably due elevated atrial thresholds for the life of the device. The device was removed and replaced, and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): the device was returned to the manufacturer and analyzed. It was found the device met the expected longevity with normal battery depletion.